Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the imaging device. It is unknown what caused the issue but performing a 2x4 pixel defect mapping, the imaging device was restored to working order. System fully functional. The imaging system then passed the system checkout and was found to be fully functional. Device manufacture date unavailable at time of filing.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure, with no patient present. It was reported ring artifact in 3d images.